Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo showed multiple tubes with gel air bubbles, but no evidence of underfill was observed. Additionally, 30 retained samples underwent visual inspection for gel defects, with all samples passing the inspection. Furthermore, 20 retained samples underwent functional tests for both lots, and all tubes were within specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5087772, for the indicated failure mode: gel airbubbles - before use. This complaint has not been confirmed for the lot 5087772, for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube there were gel air bubbles in an unspecified number of devices. It was also reported when using the bd vacutainer® sst¿ blood collection tube there was low sample volume collected in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube there were gel air bubbles in an unspecified number of devices. It was also reported when using the bd vacutainer® sst¿ blood collection tube there was low sample volume collected in an unspecified number of devices. No adverse impact was reported regarding the patient or user.